Manufacturer narrative:
Product analysis: the connector was confirmed to be broken. The liquid crystal display (lcd) was found to contain missing lines. Attachment ring and cover were found to be missing. The device was returned, unrepaired, per customer request. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector. The epg was returned for service. No patient complications have been reported as a result of this event.